Event description:
Right total hip arthroplasty failure. X-rays obtained approximately two months prior to event, note an anterior and medial deviation of the acetabular component into the pelvis. Broken screws are visualized. There do not appear to be concerns with the femoral component. There appears to be good bone in the posterior wall of the pelvis.